Manufacturer narrative:
The device sample was returned for eval. A f/u report will be sent when completion of the investigation.

Event description:
Complaint was reported as the following: the complaint alleges that the balloon on the et tube leaked during use. The balloon was deflated and the tube removed in order to use another one. No report of pt injury or adverse event.